Event description:
It was reported that pump displayed temperature alarm 11 and customer was not able to clear alarm or resume insulin delivery, with no exposure to extreme temperatures and no charging in progress at the time. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to put pump into storage mode before return, advised that pump settings and cgm would need to be programmed and connected on the replacement device, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.